Event description:
It was reported that the lasso became entangled in the right ventricular outflow tract (rvot) during a procedure. It was also reported that the customer cut off the catheter handle and inserted a sr0 sheath over the catheter shaft in order to remove it from the patient. No patient injury was reported. Customer did not provide any information regarding the catalog number or lot number of the lasso catheter.

Manufacturer narrative:
.